Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged from the septula to the cardiac apex. Subsequently, the patient underwent a revision procedure and this lead was removed and a new lead was implanted. No further complications were reported. No adverse patient effects were reported.